Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site performed a navigated spin, the site wanted to do a confirmation spin. They unplugged the navigation system and the camera icon on the imaging system stayed green even though it had been unplugged. It would not allow a 3d spin to be taken. When the site used the system for the next case the system worked as intended. There was less than an hour delay in the procedure. No impact on patient outcome.